Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, opening curved on anterior, underweight and brown particles. A visual and microscopic analysis was performed which identified: opening crease sharp on anterior and posterior, creases fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior and posterior assessed as fold flaw opening.

Event description:
Pharmacist reported rupture and capsular contracture, baker grade ii. Left side. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on 28-july-2020. Visual analysis of the photographs identified: device is seen ruptured. Device patch with lot number: 1822337. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Pharmacist reported rupture and capsular contracture, baker grade ii. Left side. Device explanted.